Event description:
The customer reported a failure to power up with a new battery. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. The issue was localized to the power supply. The power supply assembly was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.